Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was 600 mg/dl at the time of hospitalization. The customer was treated with insulin pump and insulin drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer alleged the insulin pump for under delivery because after using the insulin pump whole night they still had high blood glucose levels. Drive support cap was normal. The device will not be returned for analysis.